Event description:
The device was returned to the company for service in accordance with the field advisory. It subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the encoder flex was out of specification. It was also noted that the upper and lower cases were broken and two side bail covers were broken.